Event description:
Information received a smiths medical intubation/portex endotracheal tubes malfunctioned. After intubation, the tracheal tube was leaking and not ventilating the patient adequately. The cuff was tested before use for integrity and tested ok was reported. Unknown if any patient adverse event occurred.